Event description:
Caller reported an error related to the continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and the caller successfully restarted their sensor session, resolving the issue without further errors.